Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump. The date of the event was unknown. It was reported the patient had been hospitalized for two weeks with an altered mental status/confusion. The hcp ruled out a number of other issues. The hcp wanted to stop the pump to see if that was the cause of the patient¿s condition (a side of effect of intrathecal morphine). No further complications were reported. Additional information was received from a healthcare professional (hcp). The patient was released from the hospital. The patient did not want the doctor to give any of her information to the manufacturer as the patient believed it was hippa.